Manufacturer narrative:
Based on the current information provided, the causes of tissue entrapment and disengagement of the instrument are unknown. The fenestrated bipolar forceps instrument was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) did not replicate nor confirmed the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, the grips opened and closed properly and the instrument was fully functional. The instrument was also found to have dried residue around the clamping pulley cable groove. An isi field service engineer (fse) followed up with the customer and was informed that the reported issue has not reoccurred. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci-assisted umbilical hernia, the fenestrated bipolar forceps instrument experienced recurrent engagement issues that were not resolved with reseating the sterile adapter. While on unspecified tissue, the instrument continued to have issues and it then disengaged from the universal surgical manipulator (usm) ripping the tissue it was grasping. The procedure was completed robotically. In follow up it was stated the tissue injury did not require repair or medical intervention.